Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of months ago from the date the manufacturer was made aware.

Event description:
It was reported that patient experienced swelling and pain at the implantable pulse generator (ipg) site. The patient underwent a revision procedure and the ipg remains implanted. The patient was doing well postoperatively.